Event description:
Customer complaint alleges the endotracheal tube adaptor became dislodged after a period of time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. One hundred and twenty five (125) samples were taken from the current production at the manufacturing facility and visually inspected. No issues were observed. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the endotracheal tube adaptor became dislodged after a period of time.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the endotracheal tube adaptor became dislodged after a period of time.